Event description:
Information reported by patient's husband on behalf of patient: 2005--patient underwent ventral hernia repair surgery with mesh. In 2007--patient developed bowel obstruction unrelated to mesh and underwent bowel resection, incision was made in a different area of her abdomen than the mesh. On nine days earlier--patient noticed an area on her hernia incision that had opened up and was draining. Admitted to the hospital for an overnight stay. CT scan done. Diagnosis of infection was made. Patient's wound is currently open and she undergoing daily wound packing dressing changes.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.